Manufacturer narrative:
(B)(4). Records indicate the lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited oversensed noise with resulted in inappropriate anti-tachycardia pacing (atp). The device was reprogrammed however the patient later received an inappropriate shock. The pocket was reopened and this lead was successfully explanted. No additional adverse patient effects were reported.